Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked lcd window, cracked case near lcd window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer that the insulin pump was damaged. Customer stated that the display screen was cracked and moisture trapped behind it. Customer stated she does not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.